Event description:
It was reported that the lead exhibited unacceptable thresholds. Repositioning was unsuccessful, so the lead was replaced. It was noted that the lead had been repositioned once prior at one week post implant.

Manufacturer narrative:
No medwatch form was received.